Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10. Additional information added to fields: b5, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the cause of the suggested event could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during preparation for an unspecified procedure that was completed using a similar device. The patient was not under anesthesia, and there was no delay.

Manufacturer narrative:
E1- (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high-frequency electrosurgical unit had an error code of e006. The issue occurred during reprocessing. There were no reports of patient harm.